Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message while using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. Analysis for reports of this type has not identified an increase in trend.